Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00034 on 04-feb-2021. Additional information (01-mar-2021): the siemens headquarter support center (hsc) investigator reviewed the quality control (qc) data, and recovery was within ranges. The sample and reagent trace logs were reviewed, and there was no increase in pressure during sample aspiration. The logs did not indicate any instrument errors during the time of the event. The customer has not reported a recurrence. Siemens concluded that the potential cause for the falsely elevated prostate specific antigen (psa) result on one patient sample is unknown and cannot rule out preanalytical variables or sample-specific issues as a potential contributing factor. The analyzer is working as expected, and no further evaluation of the device was required..

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality controls (qc) recovered within range. No other prostate specific antigen (psa) patient samples were questioned or repeated on (B)(6) 2021. The customer noted that the patient sample was drawn at 7:38 a.m., and the clotting time was 1 hour and centrifuged for 10 minutes. Siemens is investigating the issue.

Event description:
The customer obtained a discordant falsely elevated prostate specific antigen (psa) result on an atellica im 1600 analyzer. The falsely elevated result was reported to the physician(s). The customer used the same analyzer and an alternate atellica analyzer to perform repeat testing on (B)(6) 2021. The customer observed repeat test results were lower than the discordant and issued a corrected report. The customer informs that the result of 0.05 ng/ml was reported as the correct result and accepted by the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated psa result.